Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the streamline airless system set has had bubbles accumulating in the arterial line, leading to even more bubbles and clotted blood in the dialyzers of several patients. No patient to this date has been harmed by this issue, but it does harbor a large potential to put air into the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, two (2) photographs were submitted for evaluation. The provided photographs were reviewed, and both photographs showed microbubbles in the dialysis chamber and portion of the tubing. Based on visual findings, the sample was not within specification; therefore, the reported defect was confirmed. The exact root cause of the reported defect could not be determined at this time without the physical sample. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, five (5) retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.